Event description:
A journal article was reviewed that contained information regarding this lead. The left ventricular (lv) lead had dislodged. The lead was repositioned. There were no patient complications reported as a result of this event. (B)(4) 2012: additional information received indicated that five days after implant procedure, the patient was admitted to the hospital due to rv and lv lead dislodgments. Both leads have been repositioned. Two days later the lv lead was also found to be dislodged; the physician repositioned the lv lead. Approximately a week later, the patient had diaphragmatic stimulation, so the physician decided to switch off lv stimulation. The patient was discharged one day later.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "automatic adjustment of stimulation output in resynchronization therapy: impact and effectiveness in clinical practice." (B)(4) 2011;13(9):1311-1318.